Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. The customer reported a blood glucose level of 200 (mg/dl) and delivered a manual injection. Reportedly, the alarm occurred on a hot day; however, since the event occurred in the past, troubleshooting with tandem technical support was unable to be performed.